Event description:
Caller reported that a malfunction occurred on the pump, likely due to it getting wet while playing in a creek. There was no reported adverse impact on the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.